Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit received with cracked/bleeding lcd glass. Unit received with missing segment due to cracked and bleeding lcd glass. Pump was cut open to perform visual inspection and found no moisture damage on the pump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads and pillowing keypad overlay. Confirmed cracked/bleeding lcd glass and confirmed cracked battery compartment. For additional information regarding the tests performed refer to d00854230 ¿appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and there was no retainer ring damage. No harm requiring medical intervention was reported. Mmt-1812 was requested and the device was returned for analysis.